Manufacturer narrative:
(B)(4). No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was originally implanted with a left ventricular assist device on (B)(6) 2013 and received a pump exchange on (B)(6) 2014. It was reported that there was a questionable inflow conduit shift post-operatively from the exchange resulting in obstructed blood flow through the pump. The patient and his family elected to terminate pump support. The patient expired four days later. No additional information was provided.

Manufacturer narrative:
Approximate age of device - 4 days. The device is expected to be returned but has not yet been received. The exchange of the patient's original pump was previously reported under MFR report #2916596-2014-01554. This medwatch report represents the events regarding the second pump. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Event description:
A user facility report was received from the intermacs registry stating: "patient came to office had routine blood work with increase in ldh and plasma free hgb noted - admitted for heparin therapy and dev plan."